Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had two unused lines and both were open. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical services (gts) reporting a system error (se) 2240 (air in set) on the homechoice (hc) during dwell 3 of 3. The home patient (hp) had two unused lines and both had open clamps. The hp said that she has been doing therapy for three years and never closed unused lines. The hp cycled power and received se 2367. The technical service representative (tsr) assisted the hp to retrieve the cassette and advised the hp to let the registered nurse (rn) know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.